Event description:
Whilst demonstrating disassembly and cleaning of rim cutter handle cat no. 6309-5-100 the spring ball locking mechanism for the sleeve came apart. This demo was using the rim cutter that was consigned at the hospital location.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding damage involving an exeter contemporary rim cutter was reported. It was reported that the spring ball locking mechanism for the sleeve came apart. The event was reported during a demonstration by the sales rep. There was no associated procedure or patient involvement. The device was returned and it was confirmed that the push button was loose and the spring had moved position which lead to the device not functioning as expected. No further investigation is required at this time.

Event description:
Whilst demonstrating disassembly and cleaning of rim cutter handle cat no. 6309-5-100 the spring ball locking mechanism for the sleeve came apart. This demo was using the rim cutter that was consigned at the hospital location.